Event description:
This was a lead extraction case to remove two cardiac leads because of cied system infection. The first lead (ra 5076, implanted approx. 50 months) was removed without difficulty using traction only. The second lead ((B)(4), implanted approx. 50 months ago) was prepped with an lld #1 and a 16f glidelight catheter was used to advance down the lead. An adhesion was noted in the area of the clavicle, so the physician began to lase in that area without difficulty. The proximal coil of the lead was located a little bit too high in the innominate and the entire coil had vegetation around it. As the physician advanced the glidelight past this area, a decrease in the patient's blood pressure was noted, a sternotomy was performed, and an injury was discovered at the svc/innominate junction. Unfortunately, the patient did not survive the intervention.